Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain, scarring, mesh exposure, erosion, recurrence of prolapsed, cystocele, rectocele, enterocele, bleeding and discharge, obstructive bladder symptoms and incomplete bladder emptying. The plaintiff underwent mesh revision. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as acute cardio-pulmonary failure, severe metabolic acidosis, sepsis and bowel obstruction. Related to manufacturer report #: 3011770902-2016-00326 .